Event description:
Intraoperative lumbar laminectomy and pedicle screw fusion the medtronic jamshidi needle was used. It was immediately noted it had broke off. The medtronic representative was aware of event. A medtronic thoracolumbar removal set was utilized to remove the piece. Flat plate x-ray completed to ensure piece was not retained.